Event description:
It was reported that the patient was receiving blood pressure medication via a syringe infusion pump. The volume of the syringe was getting low; another pump with a full syringe was readied and exchanged. The new pump ran for ten minutes then the pump entered into an alarm condition. The pump stopped itself and alarmed "system fault". The alarming pump was exchanged for another pump. During the exchange, the patient's blood pressure did drop but recovered after the infusion was recommenced.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.